Event description:
On 05/07/1997, the MFR rec'd the following info from it's intl dist regarding a facility in the territory: dist has rec'd a complaint with regard to catheters from a facility. The facility has been requested to fill out a complaint form which will be forwarded to the MFR in due course. Additionally, it was stated that the intl dist has exchanged the facility's stock of the effected lot numbers with a different batch/lot number, and replaced the devices free of charge. The facility has disposed of the problem devices. No further details were provided.